Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The reported impact to the head might have weakened the fixation of the active electrode and likely contributed to the electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient had no more hearing sensation on the right side with the device. The recipient hit her head very hard about 2 weeks prior. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered; however family indicated to wait until august/september to deal with the recipient's health condition.

Event description:
The recipient has no more hearing sensation on the right side with the device. The recipient had hit her head very hard about 2 weeks prior. It was initially reported that re-implantation is considered within six months. However, additional information stated that there is no firm date for the surgery yet and the family have indicated that they would like to wait until august/september timeframe to allow time to deal with the recipient's health conditions and for stabilization of her medications.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation on the right side with the device. The user had hit her head very hard about 2 weeks prior. Re-implantation is considered within six months.